Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to balloon damage. This event occurred 7 days after placement. Per the sample evaluation, there was a balloon burst with missing pieces.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per evaluation a burst was noted on the balloon sac. Pieces of the sac were missing, approximately 1.2 cm x 1.0 cm. The missing pieced were not returned. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver-containing catheter" correction: h10.

Event description:
It was reported that the catheter fell out of the patient due to balloon damage. This event occurred 7 days after placement. Per the sample evaluation, there was a balloon burst with missing pieces.

Manufacturer narrative:
Per the sample evaluation, bard medical has determined that this reported event was found to be exempt from reporting, per exemption e1998006.

Event description:
It was reported that the catheter fell out of the patient due to balloon damage. This event occurred 7 days after placement. Per the sample evaluation, there was a balloon burst with missing pieces.